Event description:
It was reported that one hour into a mediastinal mass resection surgery, a cable on the wrist of the cadiere forceps instrument became disconnected. The procedure was completed without incident. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one grip open cable is frayed at the grip cable groove. The other grip open cable has slight birdcaging near the grip exit. Both grips still open and close properly. Engineering also observed scraping and deep scratches on one side of the distal end of the main tube. The affected area is approximately 3 inches long. Material has been removed in this area. It was concluded that the instrument damage may have been caused by a defective instrument cannula accessory, which scraped off material as the instrument was moved. No other damage was found.